Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected restart alarms noted. The device had intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. The device had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer reported receiving a button error alarm on the insulin pump followed by another error alarm. Customer stated that this occurred while running out in the rain. Customer's blood glucose reading at the time of the call was 262 mg/dl. No further information reported.